Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was getting intermittent therapy. The patient had experienced several different scenarios where their stimulation was cutting out or increasing in sensation. The stimulation sensation was painful. The stimulation would increase significantly for extended periods of time, 15 to 20 minutes or longer and the intensity would force the patient to turn off the implantable neurostimulator (ins). The stimulation was also turning off for 3 to 4 hours at a time and the patient would confirm that the ins was on with their patient programmer. The walking intensity would go up really high so the patient couldn't walk. When the patient would lean forward at dinner and on a counter it would cause a spike in the amplitude. The patient felt like these issues were more frequent when they were active but could occur when they were lying down in bed as well. The issues were thought to be positional related but it was not certain. The patient was seeing their doctor on (B)(6) 2015 for a sympathetic nerve block. The manufacturer representative was going to take impedance measurements and review the adaptive stimulation settings.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had an overstimulation sensation. The stimulation "goes nuts" at night and the patient has to turn it off at night and when they turn over it "goes real high and bites me, it stings." They also noted that when they walk it shuts down real fast. These problems have been occurring for approximately 2 months. The patient met with their manufacturer representative for programming and it was found that their upright to lying transition setting was set at 10 seconds so when they would lie down it would take longer for their amplitude to change. The transition time was decreased to zero and the patient "should be all fixed up." No other trouble shooting was performed.

Event description:
It was reported that an impedance check showed no issues. The manufacturer representative reviewed the stimulation logs and had identified where the patient may have had a setting too high in the "mobile" preference of their adaptive stimulation settings. The delay was 2 minutes, so it may have been catching the patient off guard when it changed for that setting. After ruling out impedance issues, the manufacturer representative concluded that the patient was extremely positional. A high density program was set up so the patient could use so that they are less affected by the extreme changes in paresthesia sensation. It was reported that the most plausible cause was "positional changes" and possibly the high setting in the "upright and mobile" setting of adaptive stimulation.